Event description:
It was reported that the patient experienced cuff fluid leak due to a pinhole with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.